Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead became dislodged and was retracted back to the svc. It was noted that the lead was capturing the atrium when pacing. The lead was explanted and replaced. Patient was discharged.